Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access accutni+3 reagent was not returned for evaluation. A beckman coulter field service engineer (fse) was dispatched to the customer site. While on site, the fse identified that the reaction vessel (rv) mixer was making an unusual noise. The small 10t mixer had been rubbing and causing o-rings to shred. A visual inspection confirmed that the mixer rollers were bent. Bent mixer rollers were causing the rvs to shake erratically during the mixing process. Replacement of the mixer rollers resolved the issue. The cause of the non-reproducible elevated access accutni+3 results is a hardware malfunction. Bent mixer rollers caused the reaction vessels to mix erratically causing non-reproducible results. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported obtaining a non-reproducible elevated troponin I (access accutni+3) result for one patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number 800637). The initial result recovered at 0.105 ug/l. The normal reference range is 0.00-0.04ug/l. The customer reanalyzed the patient's sample on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained two lower results (0.000ug/l and 0.000ug/l) that were within the normal reference range of the assay. The elevated access accutni+3 result was released from the laboratory. The patient was administered clexane. There was no additional change to or impact to patient care reported in association with this event. Calibration, qc (quality control) and system check data was not provided for review. The patient's sample was collected in a rapid serum tube and was centrifuged for ten (10) minutes at 3,000 g (g force) at 15 to 25°c (degrees celsius). There was no report of sample integrity issues.